Event description:
Based on attorney's report: (B)(6) 2003 - hernia repair made with bard composix e/x mesh. On (B)(6) 2005 - hernia repair made with two bard composix kugel hernia patches. Composix e/x mesh explanted. Attorney alleges patient suffered serious and permanent injuries.

Manufacturer narrative:
Based on the attorney's report, the patient underwent a hernia repair with a composix e/x mesh on (B)(6) 2003. On (B)(6) 2005, the patient underwent another hernia repair with two bard composix kugel meshes. The attorney alleges that the composix e/x was explanted, though no specific date of explant was provided. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure or patient injury has been alleged and no product has been returned. With the information provided, no conclusion can be drawn. The composix kugel meshes allegedly implanted on (B)(6) 2005 are being field with the FDA under (B)(4).